Manufacturer narrative:
On august 24, 2023, mentor was notified that the patient underwent a right-sided capsulotomy procedure several years ago. Additionally, several months ago, the patient was involved in a motor vehicle accident which resulted in a broken rib which was visualized near the right implant using x-ray imaging. Subsequently, the patient's right breast became firm, painful, and misshapen. On september 05, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsulotomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 13, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, the implant was received in two (2) parts. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 03, 2023, mentor was notified that the patient underwent removal on (B)(6) 2023. However, a ruptured right breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. On august 08, 2023, mentor was notified that the patient underwent unilateral removal and replacement with a right-sided 425cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of the right breast by a medical professional. However, no baker grade rating was provided. As a result, the patient underwent unilateral right-sided removal on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2023, mentor received additional information. Race was provided as white. The patient's unilateral removal and replacement surgery was rescheduled for an undisclosed day in (B)(6) 2023. As such, the date of explantation was updated to (B)(6) 2023, until further information is received. In addition, the patient was diagnosed with bilateral baker grade ii and IV capsular contracture of the left and right breasts, respectively. As an adverse event was reported for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-07682 for the contralateral event. Manufacturer¿s reference number: (B)(4).